Manufacturer narrative:
Section d4 has been corrected to include the UDI. Section h6 has been updated to display the correct patient code of 2199.

Manufacturer narrative:
A review of the device history record revealed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Two (2) samples were returned; both samples were unused, 1 opened and 1 unopened. A visual inspection was conducted on both samples with no defeciencies found. Both samples were tested for flow rate testing and ultrasonic testing as per the flow rate test of kangaroo pump sets & ultrasonic strength testing of the joey sets. Both samples were also tested for the solvent bonded and friction junctions of kangaroo pump and gravity sets, testing the junction between the mistic connector and silicone tubing. All of the test results passed with favorable results. This compliant cannot be confirmed with the samples returned as the entire unit for both samples were intact and passed all relevant testing. The risk assessment was deemed not required as investigation did not confirm that the reported issue was related to the manufacture of the product. Further monitoring will be conducted via trending within the scope of post market surveillance.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: when using the device, the weld of the silicone part on the magnetic ring side broke. Additional information received was that during the feed, the nutrition leaked.